Event description:
It was reported that during an unk procedure, the devices would not fire the clips. No other details are unk. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Device a: ejected clips - lockout post broken. Device b: damaged floor and feed bar. Eval summary: instrument (a) was returned with the jaws yielded. The instrument was cycled, fed, and formed 17 clips within mfg requirements and ejected two clips; however, the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. In addition, although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. Instrument (b) was rec'd yielded, with the floor and feed bar damaged, however, the device was tested for functionality and it ejected the remaining clips and intended. While no conclusion could be reached as to how this damage had occurred, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs. A batch record review was performed and no anomalies were found during the mfg process.